Manufacturer narrative:
Additional, corrected and/or changed data: a.4, b.5, d.6b, h.6.

Event description:
Healthcare professional reported "a possible left side rupture" confirmed via mammogram. Healthcare professional later reported ¿silicon gel bleed upon explant¿ and ¿mild to moderate silicone gel bleed without obvious rupture¿. This record is for left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "a possible left side rupture" confirmed via mammogram. Device remains implanted.

Event description:
Healthcare professional reported "a possible left side rupture" confirmed via mammogram. Healthcare professional later reported ¿silicon gel bleed upon explant¿ and ¿mild to moderate silicone gel bleed without obvious rupture¿. This record is for left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ gel bleed: not observed since the shell barrier can be observed through microscopic inspection. As per the investigation procedure, creases, deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.